Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that they were diagnosed with a skin infection identified as cellulitis after seeking medical attention at an urgent care. She confirmed the issue was related to the pod, with symptoms including a warm, red, puffy site with drainage. She sought medical attention multiple times from 2022 to 2024 but couldn't provide exact dates. As treatment, the patient received doxycycline and dexamethasone ointment. She used barrier creams, over patches, and hibiclens for site preparation and peeled off the pods. Despite these issues, she successfully resumed treatment with a new pod and found a site prep routine that works well.